Event description:
Taxus express2 pmss clinical study. Same patient as 2134265-2008-04449, 2134265-2008-04450, 2134265-2008-04451. Same case as 2134265-2009-02379, 2134265-2009-02380. It was reported that following a coronary artery stenting procedure, the patient experienced in-stent restenosis. Percutaneous coronary intervention (pci) procedure was performed in the 2nd obtuse marginal branch (2nd om) which was 90% stenosised, with a lesion diameter of 3.5mm and a length of 32.0mm. The lesion was pre-dilated with 2.5x15mm balloon (18atms). The physician then successfully placed a taxus express2 2.75x16mm stent (20atm) and taxus express2 3.5x20mm stent (20atm). When implanting the taxus 2.75x16mm stent, a dissection at the distal side of 2nd obtuse marginal branch occurred, therefore, a taxus express 2.5x12mm (20atm) was implanted for the treatment of the dissection. Ivus was performed and confirmed the stents were implanted properly. Stenosis in the lesion became 0%. Timi flow 3. The patient was discharged from the hospital 12 days later. At 267 days after the index procedure, the patient experienced restenosis and required a tvr. The proximal lcx was 75% stenosed and measured 3.0x20mm. The proximal lad was 90% stenosed measuring 3.0x23mm. The physician performed ballooning to the proximal lcx. Ballooning was performed, residual stenosis became 0%. Timi flow 3. The physician also treated the prox lad with successful placement of a non bsc stent. Residual stenosis became 0%, timi flow 3.

Manufacturer narrative:
The manufacturing records related to the batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The complaint device was not returned to bsc for analysis. Upon review of available information related to this event, there is no evidence to indicate the stent malfunctioned or failed to perform to specification. It was not possible to determine a definitive cause of the reported stent restenosis, however, the root cause will be documented as anticipated procedural complication.